Manufacturer narrative:
An event of deformity of device was reported. The investigation confirmed, the device met functional and visual specifications when analyzed at abbott under non-physiological conditions. One video from the field appeared to show an occluder device deploying in to a bulbous shape. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event of deformation, during deployment could not be confirmed. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued, per internal operating procedures.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 30mm amplatzer cribriform occluder was selected for implant. During deployment, a bulbus deformation was noted. The device was recaptured and exchanged for another 30mm amplatzer cribriform occluder. The patient was reported to be in stable condition.